Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down and all drawers were not detected on bus and station was not power on. A field service engineer (fse) found that the station was not powering on. Auxiliary 2 was disconnected, after which the station powered on successfully. The auxiliary 2 drawers were tested individually, and drawer 1 was identified as the cause of the issue. The controller board was replaced, resolving the issue. The customer tested the station, and no further issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000 integrated main went down. All drawers were off the bus, remote smart service was offline, and the unit would not boot up. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.